Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there were several episodes of right ventricular (rv) oversensing noted. The episodes showed atrial crosstalk on the rv channel. Diagnostic imaging was done which revealed no anomalies with the device or leads. The physician activated the vibrational alert and decreased the pacing rate in order to prefer the intrinsic rate. The patient was stable and will continue to be monitored. Related manufacturer report number: 2938836-2017-32525.